Event description:
Reporter alleged her husband was experiencing hypoglycemic symptoms and a result of 71 mg/dl was obtained on her active s system. Reporter stated she treated her husband with food because he was not able to consume the food on his own. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.